Manufacturer narrative:
D9: returned to mfg: yes, date returned: 6/3/24, h3: device evaluated by mfg: yes, reason for non-evaluation: blank, remove: other reason, device returned to mfg: yes, remove h10 statement d9: returned to mfg: yes, date returned: 6/3/24, h3: device evaluated by mfg: yes, reason for non-evaluation: blank, remove: other reason, device returned to mfg: yes, remove h10 statement.

Event description:
It was reported that a malfunction alarm occurred. Customer reported that they experienced a blood glucose (bg) level of "high" although a specific value was not provided. The customer addressed their elevated bg with a manual injection of insulin. The malfunction alarm was cleared, and insulin delivery was resumed successfully.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.